Manufacturer narrative:
On 12/17/2015. A medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failed. Software jumped out of navigation screen while attempting to verify the 70° suction. System functioned normally when they returned to the navigation screen. Issue resolved. System performed as intended. Reported issue could not be replicated. On 12/17/2015 medtronic technical services replicated the reported issue, confirmed findings that it was a use error. On 01/06/2016 software investigation completed. Findings are that the user had not yet verified the new instrument. The software was still tracking the ostium seeker since the suction had not yet been verified and the suction was held in a position where the back button on the non-invasive prenatal test (nipt) would be touched. Use error. Reproducibility; usability analysis. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon was working in navigate and the software moved backward and registration was lost. In trouble-shooting, and in navigate, the site was switching the instrument tracker from the ostium seeker to the 70 degree suction. The surgeon was holding the instrument in the air above the non-invasive prenatal test (nipt) patient tracker prior to verifying and the software jumped back to the register page. Registration was lost. The patient was re-registered. Later in the procedure, the surgeon was holding the instrument above the tracker and the software moved back to register a second time. This time registration was maintained and they moved back into navigate. The surgeon continued and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.